Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) level was 597 mg/dl. Elevated bg was addressed via manual insulin injection. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.